Event description:
It was reported that the patient had everything taken out except the ¿electrode.¿ it was stated to have been removed because it wasn¿t working. It had been removed before (B)(6) 2014. She only had the implant for 5 months. Additional information received reported that the leads had been left in. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any interventions had been tried, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).